Event description:
It was reported that occlusion alarms occurred resulting in the customer being hospitalized. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information is available.